Manufacturer narrative:
(B)(6). Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter in two pieces. The balloon was tightly folded. Microscopic examination and tactile inspection revealed a break in the hypotube 68cm from the tip of the device. There was numerous kinks in the hypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 11-feb-2016. It was reported that shaft kink occurred. A 20mm x 2.50mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, the shaft kinked during introduction of the device into the patient's body. The two parts were easily retrieved. No patient complications were reported. However, returned device analysis revealed shaft break.